Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the heavily tortuous mid left anterior descending coronary artery. Pre-dilatation was performed and after placement of a 2.75x28 mm xience prime stent, a dissection was noticed. The dissection was covered with another xience stent. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.